Manufacturer narrative:
A philips service engineer evaluated the system and confirmed the issue. The ip-pc was replaced and tested. The system meets the specification for the performed service and is returned to use. The investigation has not yet been completed. A final report will be sent when the investigation is complete.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a vascular diagnostic procedure and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that during screening, no images are available on the live monitor. The fse identified that the system showed no space in the hard drive along with the fluoro store issue. When the customer took out the foot from the pedal, the image disappeared. The fse confirmed that there were issues with the ippc (image processing pc). The fse ordered and replaced the ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system had a image storage issue with resulted in the user being unable to fluoroscopy. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.